Event description:
It was reported, the pt fell off of a truck, tore his meniscus and his hip and leg were broken. The surgeon then pinned the hip. The pt was in such extreme pain that he was brought to the emergency room, the surgeon took an x-ray and it was noted that the pin was put in at the wrong angle. The pt was then given a complete tha.

Manufacturer narrative:
Device will not be returned. If additional info becomes available it will be reported on a supplemental report.